Event description:
It was reported that during a minimally invasive procedure, while coming off the pump, pa pressures read 200/200. A new swan was used and worked fine during the night but in the morning the ci readings were faulty and drifting. The patient was treated based on inaccurate cardiac index readings. The patient is fine and not other complications were reported. It is not known at this time if the machine gave an error message. The device was discarded and will not be returned.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.